Event description:
A power source alert was reported by the caller, indicating a potential issue with the charging setup. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the caller to use a known working outlet and leave the wall adapter plugged in for at least 30 minutes to initiate charging, with a follow-up planned to ensure resolution.